Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to switch to an alternate insulin delivery method using multiple daily injections (mdi) to ensure continuous insulin delivery.